Event description:
The physician who removed this esophageal stent is not available for a clinical discussion pertaining to this patient and event until 2007 or thereafter. An alimaxx-e 22mm x 120mm esophageal stent was placed into a patient with a leak due to an esophageal anastomosis. It is unk if the stent cured the esophageal leak. The esophageal stent migrated into the patient's stomach approx seven weeks after initial placement. The physician attempted to remove the stent by using a snare and grasping the middle of the stent body. The stent broke at the patient's cricoid during removal. The physician was only able to remove part of the stent. The patient was hospitalized for further treatment. The device has not been returned for evaluation; therefore, a failure analysis investigation is not available, and we are not able to determine the relationship between the alveolus alimaxx-e stent and the cause of this event.

Manufacturer narrative:
Alveolus was notified about this adverse event on 10/29/2007 by the FDA via medwatch. The physician who removed this esophageal stent is not available for a clinical discussion pertaining to this patient and event until 2007 or thereafter. It is unk if the esophageal leak was cured by the stent and migration occurred due to amelioration of the disease state. Proper removal procedure for an alimaxx-e stent is outlined in the directions for use. The physician tried to remove the stent while grasping the middle of the stent with a snare. A warning statement is included in the directions for use stating not to attempt removal of the stent while grasping the middle or distal end of the stent. The correct technique for removal, as outlined by the directions for use, is by grasping the proximal end of the stent. The device has not been returned for evaluation; therefore, a failure analysis investigation is not available, and we are not able to determine the relationship between this device and the cause of this event. A 6-month complaint trend analysis revealed this is the only reported occurrence of an alimaxx-e stent migration during this period.